Event description:
It was reported by service report that the foot end pt right wheel hub and tires were damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.